Event description:
A mother reported she applied freeze away to a wart on her daughter's right hand according to directions and stated it burned the child's hand so badly "she may have to have surgery." The mother stated when she applied the product, it ran down the child's hand. The mother stated she immediately put her hand in cool water. She reported the child was seen by a physician 3 days later, in the emergency room the next day, and was seen by a specialist the day after that. She reported the specialist said the child "will most likely need surgery as some of the burns are so deep."